Manufacturer narrative:
A livanova representative replaced the defective touch screen to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through visual inspection of a picture of the touch screen livanova (B)(4) could confirm that liquid has penetrated into the kapton-tail connection. This fluid ingress led to oxidation of the connection which caused the reported malfunction. This is a known issue and a corrective action was implemented for this issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during maintenance. The device only responded upon application of high pressure. This issue was noted by a livanova field service representative during routine service. There was no patient involvement.